Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure inside the patient, when the stent system (subject device) was attempted to be advanced through a balloon catheter, the stent was partially expanded and could not be used. The stent was removed from the patient¿s body. Another stent was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined. Executive summary: corrected: event description has been clarified with the customer. Expiration date: added. Manufacturing date: added. It was clarified with the customer that the stent prematurely deployed during transfer outside the patient's body and not inside the patient. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during procedure outside the patient¿s body, when the stent system (subject device) was attempted to be transferred into a balloon catheter, the stent was prematurely expanded and could not be used. The stent was removed and another stent was used to complete the procedure. There was no patient impact.